Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly patient had pain 6 wks post-op so doctor braced the pt. And followed. Pain continued. Revision surgery was performed (B)(6) 2013 and found that the implant was broken in two at the hinge.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.